Event description:
It was reported that during the pulse field ablation procedure to treat atrial fibrillation, versacross connect access solution for faradrive kit was selected for use. It has been mentioned that coating on the distal end of the wire appeared to peel off during insertion of faradrive sheath. Hence, the devices were replaced. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned. The versacross rf wire was inserted into the existing non-boston scientific 8f short sheath in the right femoral vein. The short 8f sheath was removed over the wire and the faradrive sheath was attempted to be inserted.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulse field ablation procedure to treat atrial fibrillation, versacross connect access solution for faradrive kit was selected for use. It has been mentioned that coating on the distal end of the wire appeared to peel off during insertion of faradrive sheath. Hence, the devices were replaced. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned. The versacross rf wire was inserted into the existing non-boston scientific 8f short sheath in the right femoral vein. The short 8f sheath was removed over the wire and the faradrive sheath was attempted to be inserted.

Manufacturer narrative:
The device has been received for analysis. Upon receipt at our post market quality assurance laboratory, it was noted during visual inspection that no issues related to allegation, however, proximal insulation bunching/flaring was observed. The returned device adhered to its design specifications for the proximal and body outer diameter. Under vhx imaging, no damage was observed on the distal tip, nor damage to insulation on distal end of the wire, however, it was found the insulation flaring and bunching at the proximal end with difficulty inserting into a testing dilator. The reported allegation has not been confirmed as no damage was noted on distal end of rf wire. Correction to the initial MDR in block(s) init rptr also sent rep to FDA (e4), in section e - initial reporter.